Manufacturer narrative:
Additional information was received indicating that the continuous dose rate on the pump was 3.6 ml/hr. Patient information was provided (updated section a).

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was accidentally left on over-night because the patient's wife fell asleep. No adverse patient effects were reported.